Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received several inappropriate shocks for supra ventricular tachycardia. Medication changes were made. No programming changes were made. The patient did not experience any symptoms.